Event description:
Customer stated they had a tooth crack down through the root while using your product. Contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.